Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one (1) unknown nail. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a right side tibial nail was removed on (B)(6) 2016 due to a nonunion. The tibial nail was implanted on an unknown date approximately 4 weeks ago. The revision surgery went as planned with patient outcome noted as satisfactory with no surgical time delay. This is report number 1 of 1 for complaint (B)(4).